Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-03501. It was reported that the patient presented to clinic for follow-up. Interrogation of the pacemaker revealed that the atrial lead impedance was low and out of range, and there was noise causing inappropriate automatic mode switch on the lead. The pace/sense configuration was reprogrammed to unipolar, which caused ventricular lead pacing inhibition, likely due to crosstalk. The patient was also pre-syncopal when the configuration was changed, so the physician changed it back to bipolar. This reprogramming was attempted again a few days later, but was reverted back to bipolar again due to the same reasons. Atrial lead revision was performed on (B)(6) 2020, and the patient was in stable condition.

Event description:
New information: it was discovered that there was also a breach in the atrial lead insulation.